Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional contact information:(B)(6).

Event description:
The complaint involved an unspecified tego connector that was reportedly unable to maintain the blood flow rate (bfr), and was associated with frequent arterial pressure alarms during treatment. There was no report of any human harm. Medsun medwatch uf/importer report # mw5171180 was received on 20-jun-2025 that is related to this complaint.

Manufacturer narrative:
Updated information in d9. Investigation summary the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history could not be reviewed due to the unknown lot number.